Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the self test, operating currents, self test and off no power tests. No unexpected low battery alarms were noted. No battery out limit alarm or blank display was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Event description:
It was reported by the customer that their insulin pump had been exposed to moisture. Customer stated that the device had been exposed to moisture when they jumped into a pool. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 67 mg/dl at time of reporting. Nothing further reported.